Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had error which is cassette not attached. The event occurred during testing.

Manufacturer narrative:
Updated, d4 - catalog. D9 - date returned to mfg: 4/8/2025. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a dso sensor - stuck at a higher range. The downstream occlusion sensor was replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.